Event description:
It was reported that this pacemaker was explanted due to product performance issue after nine years of being implanted. It was replaced and retained by customer. No additional patient adverts effects were reported. Subsequent additional information was provided reported that during a routine follow up, the pacemaker was noted to have displayed a red alert. Device interrogation was attempted, however was unsuccessful. The physician performed a replacement procedure, the pacemaker was then explanted and replaced with a new device successfully. No additional adverse patient effects were reported. The device was returned to the facility for analysis.

Event description:
It was reported that this pacemaker was explanted due to product performance issue after nine years of being implanted. It was replaced and retained by customer. No additional patient adverts effects were reported. Subsequent additional information was provided reported that during a routine follow up, the pacemaker was noted to have displayed a red alert. Device interrogation was attempted, however was unsuccessful. The physician performed a replacement procedure, the pacemaker was then explanted and replaced with a new device successfully. No additional adverse patient effects were reported. The device was returned to the facility for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker was explanted due to product performance issue after nine years of being implanted. It was replaced and retained by customer. No additional patient adverts effects were reported.